Manufacturer narrative:
(B) (4). (B) (4). Added additional information: after several requests, the device was not received for analysis the batch history records were reviewed with no anomalies during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an open colon procedure, teflon pad fell off, part could be removed with forceps. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
A heated humidifier failure allegedly resulted in a thermal void to its housing, and the binding of the humidifier's housing to the continuous positive airway pressure (CPAP) device it was being used with when the event occurred. The complainant reported observing smoke in their CPAP mask when the event occurred; however, they alleged no harm or injury. The heated humidifier and CPAP device associated with the reported event have not yet been received by the manufacturer for investigation. A follow-up report will be submitted when the investigation of the reported event is complete.

Manufacturer narrative:
(B) (4). (B) (4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.